Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes had embedded fm. There was no report of patient impact.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received a sample and three (3) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Fm was embedded inside the tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes had embedded fm. There was no report of patient impact.